Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on pump therapy. The reporter stated that the patient had a blood glucose level ranging between 100 mg/dl and 480 mg/dl with symptoms of chest pain, extreme drowsiness, and atypical thirst. The reporter checked the pump¿s settings with a customer technical support representative and found that all of the basal and bolus settings were programmed correctly. The reporter also stated that the total daily dose recorded in the pump was accurate. This complaint is being reported because the patient experienced a hyperglycemic event while on pump therapy due to an alleged inaccurate delivery of insulin.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: the last basal delivery and the last bolus delivery were recorded on (B)(6) 2014. The pump was manually suspended on (B)(6) 2014 at 21:39 and manually resumed at 22:12. On (B)(6) 2014 at 17:07, a replace cartridge alarm was recorded in the pump's history, but deliveries didn't resume until the pump was primed at 19:57, which means there were 2:50 hours of interrupted insulin delivery. No activity related to the complaint was observed in the pump's alarm history. The total daily dose of the pump added up correctly and reflected the users programmed basal rate. The pump completed a delivery accuracy test and was found to be operating within required range and delivering accurately. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.